Event description:
The lifecor pt service rep (psr) of a male pt emailed lifecor customer support to report that the pt's monitor would not pass the start up test. The psr felt that the response buttons were not working correctly. The psr replaced the pt's monitor.

Manufacturer narrative:
Device eval of monitor has been completed. The defective response button problem was confirmed. When the front response button was depressed it would not trigger a response. The root cause of defective response button has not been determined to this date. The monitor was repaired. No adverse event resulted from the faulty response button. The pt received a replacement monitor.